Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had a rash under the front therapy electrode (te) pad. The rash reportedly looked like a heat rash and was not bleeding or open. The patient consulted his physician who recommended using a cream. Follow-up indicated that the patient's rash had gotten better and that the patient was changing the garment more frequently.